Event description:
The customer stated that the unit showed error code 11. This was found during routine morning checkout.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Service tests confirmed the complaint. Examination by factory service found that the fire (shock) control board had fractured solder joints. Factory service repaired the broken joints and installed rubber pads to reduce the stress on circuit board components during extreme physical shock. After repairing the board, the device passed functional testing and was shipped back to the customer.